Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel® dxc 800 pro synchron® clinical systems.the erroneous results were reported outside of the lab.the samples were repeated and higher results were obtained. The original results were amended.no patients were treated based on the low na results.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by a qc run. Prior to this event, the na qc results were within the lab's established ranges.a field service engineer (fse) spun the na electrode to trap the expansion bubble, replaced the ratio pump seals and flushed the flow cell.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.